Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the female connector was separated from the main body. The reported condition was verified. The cause of the condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the mainbody of a minicap transfer set. This was noticed during disconnection from peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.